Manufacturer narrative:
Concomitant medical products: non bd extension and a 100 ml container fluorouracil 0.9% sodium chloride. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak at the texium connection was confirmed, however the report of a pop sound and texium disconnection were not confirmed. The report that the portable pump did not alarm could not be confirmed because the pump was not received for investigation. Visual inspection revealed no white powder residue on the texium or anywhere else throughout the set. Functional pressure testing replicated a leak from the texium, however no disconnections occurred and no popping sound was heard. The root cause of the reported failure was not determined.

Event description:
The customer reported that the patient was receiving a 5fu infusion via a portable back pack pump when the patient heard a "pop" sound. The pump cassette contains 100 ml of medication that infuses through tubing approximately 3 feet in length that connects to the anti-reflux valve on the patient¿s port via a texium. Upon investigation the patient found that the texium had come loose from the anti-reflux valve and appeared to be leaking. The patient was taken to the emergency room where he/she received a change of the tubing and texium. The patient later provided the facility clinic the texium and set-up. Upon observation there was a white powder residue found around the texium and tubing. The customer stated that he has been informed that when 5fu leaks and then dries, it will form a white powder residue which he believes is what is on the texium. The customer further states that the portable pump did not alarm as expected. The customer states that there was no lasting harm caused to the patient.